Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. No reported impact to the customer's blood glucose level. Reportedly, the customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.